Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer storage space was failed to recover. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space had failed. A field service engineer (fse) adjusted the c-rails and inspected the inseparable, which was found warped and cracked. Despite these checks, the issue persisted. No debris or fascia interference was found, but a propofol bottle was incorrectly placed in a pocket, causing the lid to protrude and rub against drawer 6. The pocket was released using hta, which broke the lid. User recovered drawer 7 and used ¿cubie not there¿ to recover the affected pocket. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer storage space was failed to recover. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.